Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. No additional tests were performed as part of this investigation. A corrective action cannot be implemented at the time since no batch number was provided to perform a proper investigation nor sample. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using capio and monodek 0 capio suture (m0068331371) the dart broke free from the suture and was left in the patient in the peri sacral space.